Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced fallopian tube enlargement ("enlarged left tube") and abdominal abscess ("large diverticular phlegmon//mass with severe tissue inflammation and scarring, colon"). The patient was treated with surgery (essure removal) on (B)(6) 2022, 3453 days after essure insertion (seriousness criterion intervention required). The reporter considered abdominal abscess, fallopian tube enlargement and medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3453 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced fallopian tube enlargement ("enlarged left tube") and abdominal abscess ("large diverticular phlegmon//mass with severe tissue inflammation and scarring, colon"). The patient was treated with surgery (essure removal). The reporter considered abdominal abscess, fallopian tube enlargement and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) essure removal [medical device removal], enlarged left tube [fallopian tube enlargement], large diverticular phlegmon//mass with severe tissue inflammation and scarring, colon [abdominal phlegmon] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a 52-year-old female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as pelvic adhesions, ovarian cyst and diverticular disease. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3454 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). On unknown date she experienced fallopian tube enlargement ("enlarged left tube") and abdominal abscess ("large diverticular phlegmon//mass with severe tissue inflammation and scarring, colon"). The patient was hospitalised from (B)(6) 2022 for an unknown duration. The patient was treated with surgery (cystoscopy with ureteral stent placement left salpingo-oopherectomy). Essure was removed the same day. The reporter considered abdominal abscess, fallopian tube enlargement and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: tightly adherent left tube and ovary to left colon with extensive adhesion and inflammation essure device in place. Normal right ovary and tube. Cysto: normal bladder with efflux from bilateral ureters. Ureteral stent placed in the left ureter and injected with icg to dissect the colon, cyst, tube and ovary from the sidewall without damaging the ureter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: medical record received. Additional; reporter added. Pathology report added. Seriousness criteria hospitalization added. Annex f code added for hospitalization. Concomitant conditions added. Essure removal date updated to (B)(6) 2022. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.